Event description:
The customer reported the ventilator went vent inop while in use on a patient. The customer reported the ventilator was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the ventilator diagnostic log history noted a previous vent inop occurrence due to a flow sensor failure. The customer did not report the occurrence to the manufacturer at the date/time of its occurrence. Upon evaluation and testing, the service technician reported a flow test failure. The service technician replaced the exhalation flow sensor to correct the finding. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.